Event description:
It was reported the system displayed a precharge and charger error messages. A precharge error message will result in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.